Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material at the distal tip of the device could not be identified and a definitive root cause of the issue could not be determined, however, the issue was likely the result insufficient device cleaning/reprocessing. The event may be detected/prevented by following the instructions for use sections below: chapter 6 application and conditions of cleaning, disinfection, and sterilization chapter 7 cleaning, disinfection, and sterilization procedures olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer reported the device was cleaned, disinfected and sterilized prior to being returned for evaluation. There was no delay to precleaning. The customer did not know what the foreign matter was. The distal end was wiped/brushed with a clean lint-free cloth/brush/or sponge. The air/water nozzle was flushed with detergent solution. The device was returned and evaluated, and the customer¿s allegation was confirmed. There was a bending section cover pinhole, metal not sticking out, which caused a loss of water tightness. Additional finding were as follows: due to wear of the angle wire, the bending angle in the up direction did not meet the standard value. Due to wear of the angle wire, the play of the upward/downward angulation control knob was out of the standard value. Partial missing ultrasonic image; scratches on acoustic lens; chipped adhesion around acoustic lens; floating curved rubber adhesion part; chipped curved rubber adhesive part; cracked curved rubber adhesive part; scratch and dent on the image guide snake tube; crushed image guide serpentine; air and water cylinder had paint peeling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the gastrovideoscope had a water leak. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a foreign object from the distal end (c unit). There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.